Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Concomitant products: left side; 325cc mentor smooth round moderate profile; catalog number: 3501650; serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old hispanic female patient underwent revision breast augmentation with 325cc mentor smooth round moderate profile and was presented with right side breast pain and cutaneous contour deformity. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Date problem observed was provided as (B)(6) 2018 which is prior to date of implant ((B)(6) 2018). If additional information is received, it will be submitted in a supplemental report.